Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2026, it was reported that the patient was using an omnipod 5 insulin pump at the time of the event. The cgm displayed a value of 137 mg/dl, while a fingerstick blood glucose (bg fs) reading obtained prior to the call was 344 mg/dl. During the call, the patient expressed uncertainty regarding his true glucose level and stated he believed (unspecified symptoms) he needed to go to the emergency room (ER). Recommendations were provided by tech support. The sensor was on its final day of use, and the patient removed and replaced it. Calibration guidance was attempted; however, the patient disconnected the call and stated that he planned to go to the ER. On 04/11/2026, a follow up call was conducted by tech support. The patient provided limited responses but confirmed that he went to the ER, where he remained for a few hours and was discharged home the same day. He reported being diagnosed with hyperglycemia. Blood glucose testing was performed twice at the hospital; however, the patient was unable to recall the measured values. He received intravenous (IV) fluids and was advised to rest until glucose levels returned to within normal range. At the time of the follow up, the patient reported feeling well and planned to continue resting. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.